Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The impaction handle was in use when the locking mechanism snapped. The broken piece fell outside the surgical site and it was assessed by the scrub nurse to confirm the two pieces matched with no missing fragments. An alternative impaction handle was found and there was no delay to proceedings. No ae to patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.